Manufacturer narrative:
A united states (us) customer reported an observation of an elevated atellica im total human chorionic gonadotropin (thcg) patient result for a sample, which was discordant relative to repeat testing. Calibration was acceptable, and quality control (qc) was within the laboratory established ranges when the discordant result was obtained on the day of the event. The customer ran qc the next day, which recovered out of range. The customer changed the reagent pack, recalibrated the assay, and ran qc, which recovered acceptably. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Event description:
The customer reported an observation of an elevated atellica im total human chorionic gonadotropin (thcg, lot # 365) patient result for a sample, which was discordant relative to repeat testing. The initial elevated result was reported to the physician(s), who did not question the result. The sample was retested on the original atellica im 1300 analyzer. The retested result was lower than the initial result and was in line with the customers¿ expectations. A corrected report was issued by reporting the retested result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
MDR 1219913-2026-00042 was initially filed on 19-feb-2026. Additional information (02-mar-2026): siemens concluded the investigation of a united states (us) customer complaint regarding an observation of an elevated atellica im total human chorionic gonadotropin (thcg) patient result for a sample, which was discordant relative to repeat testing. Siemens evaluated the instrument data, and the information provided by the customer. Siemens¿ review of the instrument data for the discordant sample showed no evidence of a hardware issue. The customer ran the thcg master curve material (mcm), and all levels were within range with acceptable precision. Also, quality control (qc) recovered within range following calibration. Siemens performed internal testing across multiple thcg reagent and calibrator lots, and all calibrator lots were within specification and met the acceptance criteria. Siemens determined that there was no reagent or instrument related issue. Based on the available information, the cause of the single discordant result was unable to be determined. A product problem was not identified. The customer is operational. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.